Event description:
It was noted that the physician believes the increase in seizures was due to low battery and the seizures were below pre-vns levels. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient had 2 seizures in a week after having no seizures for 4 years, so she was concerned that the battery depleted. The patient's generator was replaced. No further relevant information has been received to date.